Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft fracture occurred. Vascular access was obtained via the radial approach. The target lesion was located in the mildly calcified left anterior descending (lad) and the diagonal (diag) arteries. A 6f non-bsc guide was engaged in an unspecific location. One kinetix wire was placed in the lad and one kinetix wire was placed in the diag. A 2.75x28 promus drug eluting stent was implanted in the lad. An apex monorail 8mm x 2.50mm balloon was advanced to prep the diag; however, resistance was encountered. The physician believed the balloon was hitting against the previously implanted stent in the lad. The physician was applying a "great deal of pressure" trying to get the balloon in place. The shaft of the balloon fractured outside of the patient. The device was removed and the procedure was completed with another apex monorail 8mm x 2.50 balloon. A 2.5x8mm promus stent was implanted in the diag. No patient complications were reported and the patient's status is okay. Additional information has been requested and is not available.

Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft fracture occurred. Vascular access was obtained via the radial approach. The target lesion was located in the mildly calcified left anterior descending (lad) and the diagonal (diag) arteries. A 6f non-bsc guide was engaged in an unspecific location. One kinetix wire was placed in the lad and one kinetix wire was placed in the diag. A 2.75x28 promus drug eluting stent was implanted in the lad. An apex monorail 8mm x 2.50mm balloon was advanced to prep the diag; however, resistance was encountered. The physician believed the balloon was hitting against the previously implanted stent in the lad. The physician was applying a "great deal of pressure" trying to get the balloon in place. The shaft of the balloon fractured outside of the patient. The device was removed and the procedure was completed with another apex monorail 8mm x 2.50 balloon. A 2.5x8mm promus stent was implanted in the diag. No patient complications were reported and the patient's status is okay. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break that occurred in the hypotube. The break was located at 26.2cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink in the hypotube. It is noted that both sections of the hypotube break were kinked at various locations along their lengths. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).